Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was congruent with the IFU. Cautionary product use conditions that might have contributed to this event included: a patent inferior mesenteric artery and heavy calcifications at the bifurcation and bilateral iliacs. Patient factors that might have contributed to this event included: the patient was lost to follow up after one year; and, an untreated stent separation, aortic occlusion and stent collapse at thirty eight months post implant. One month post implant, there was evidence to support: type ii endoleak from the inferior mesenteric artery. Overlap was acceptable at 2.5 cm. Thirty eight months post implant, there was evidence to support: hyper-dilation and component separation of the aortic cuff; stent collapse of the bifurcated stent; total infrarenal aortic occlusion; and, (complication) bilateral iliac artery occlusions with right-sided reconstitution at the right hypogastric and left internal iliac artery. There was no evidence of the previous type ii endoleak or a new type iiia endoleak due to the absolute occlusion of the aorta just below the renal arteries. Forty-one months post implant, there was evidence to support: an explant, an axillary-bi-femoral artery bypass (conversion) and a complication of intraoperative small bowel necrosis that required a resection and massive fluid/blood volume replacement. Postoperatively, their recovery was complicated by acute renal failure and the need for aggressive nutritional and fluid support. The patient was discharged to rehab on the 19th post-operative day. Two days post discharge, the patient was readmitted for septic shock, (c-diff), acute renal failure. The patient was managed medically and was discharged home with nursing support after 17 days. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Although a type iiia endoleak was not confirmed, the hyper-dilation and component separation of the aortic cuff, and stent collapse of the bifurcated stent, seen at thirty-eight months, could develop into a type iiia endoleak, with further anatomical remodeling, if untreated, and may have been a factor at forty-one months, although a type iiia endoleak was not seen in the clinical review for either time. The patient had a number of compounding medical issues that were also likely factors. No specific device issue was identified in the evaluation.

Event description:
It was reported an endoleak was identified. The patient came in symptomatic with back pain, and an endoleak was discovered between the components. The endoleak caused the aorta to occlude, and the physician chose to explant. The patient is in stable condition.